Event description:
Caller reported that pump battery would not charge. It was unable to confirm whether charging issue impacted customer¿s blood glucose level because pump screen was dark and wouldn¿t turn on. Customer was advised by technical support to use a different wall outlet, but issue persisted. A replacement pump was arranged to be sent to the customer, who would use multiple daily injections as backup therapy until receiving the new pump. Customer was instructed to put pump into storage mode and return it within ten days using a prepaid label.